Event description:
During surgery, the auto suture tacker failed. The first failure, the tacker misfired and remained attached to the tissue. The physician was able to dislodge the tacker. When the physician attempted to use the tacker a second time, it malfunctioned again. The tacker was dislodged without any apparent tissue damage. The free floating tack was retrieved.